Manufacturer narrative:
An event regarding cup malposition resulting in dislocation involving a trident hemispherical solid bk 50mm was reported. The event was confirmed. Device not evaluated as it was not returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The investigation concluded the root cause of patient¿s dislocation was cup malposition. Per clinical consultant, cup malposition is a procedure-related factor and although there is no substantial proof the story is quite plausible from a clinical perspective where cup malposition is one of the leading causes of recurrent dislocation. As such, this pi case is procedure-related in root cause and not device-related.

Event description:
It was reported that patient was revised on a left hip due to dislocation. Surgeon confirmed that positioning of the acetabular cup cause the dislocation.

Event description:
It was reported that patient was revised on a left hip due to dislocation. Surgeon confirmed that positioning of the acetabular cup cause the dislocation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.